Event description:
The top bolt loosened allowing the botton bolt to fracture, resulting in the wallmount casting and x-ray assembly to separate from the wall mounting plate. The x-ray arm and tubehead assembly fell, hitting the hygenist and rendered unconscious. The hygenist was taken to the hosp, revived and reported to be doing, "fine" except for a swollen face, as of 9/24/98. Acuray x-ray, model 071a was installed, march 1986.